Event description:
Surgical procedure performed to address infection. The knee was washed out and the poly exchanged.

Manufacturer narrative:
No product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.